Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: linear st lead kit 70 cm, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5139491.

Event description:
It was reported that the patient was experiencing pain at the lead site. The patient underwent a procedure wherein the leads were explanted. The explanted leads were retained by the medical facility and will not be returned.